Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the vaginal cuff during a laparoscopic hysterectomy, three different reloads with the same lot number was difficult to load and unload. It was stated that the needles fell off the suture. They opened a new box with a different lot number, used one reload and had no issues. There was no patient injury.